Event description:
It was reported that during central processing, the monopolar curved scissors instrument's tip had a gash. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial complaint allegation confirmed that no fragments from the instrument fell into a patient, as the issue was identified outside of a surgical procedure during the inspection of instruments in central sterile. There was no patient involvement with these scissors. Although there is no missing or detached material from the instrument, the metal part of the scissors has a significant "cut" in the middle of the sharp scissors' tip area, which appears to have occurred during the handling or cleaning of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have blade damage at the tip of the blade. Both blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.